Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding an hf connection cable mono l 3m, part ID: 8106.033, batch # 747/675. According to the received information, during a scheduled laparoscopic cholecystectomy procedure, a rn circulator was attempting to plug in bovie cord when a spark from the cord occurred. Cord inspection revealed an insulation fray where the spark happened. There was a reported 5-10 minutes delay in the procedure. However, cord was removed and replaced without further incident. There is no report of injury to the patient or other personnel.